Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated she was gardening when she suddenly started to feel cold and clammy. The patient made it to her bed but passed out and when she woke up, the dexcom was alerting her and displaying a value of 45mg/dl. She took a finger stick reading and the meter was reading 43mg/dl, so she ate a protein bar and peanut butter to raise her glucose values. There was no allegation against the device as the patient believed she had a bad insulin reaction which resulted in her passing out. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.